Manufacturer narrative:
(B)(4). The insulin pump passed self-test and displacement test. Pump error 4 confirmed in pump history and pump error 63 alarm confirmed in the pump history due to broken pin 1 trace on keypad assembly. Fill cannula was recorded in pump history.

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed displacement test and the test was passed. Customer ran self test and received hardware low level failure alarm each time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.